Manufacturer narrative:
(B)(4) d10: p10-100-br4l-s, tibia arc rt sz 4 lg 3dp strl, lot 260f1862313, p10-251-tlr3-s, talus flat rt sz 3 tps strl, lot 260f27523. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total ankle arthroplasty. Approximately three weeks post-implantation, the patient developed a bacterial infection with an ulcer; antibiotics and wound care were provided. Attempts have been made and no further information has been provided.